Manufacturer narrative:
Continuation of d10: product ID 306001 lot# 60686332. Product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: (B)(6), ubd: 09-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that after removal of trial lead from case, provided attempted to insert trial lead after needle stylet was removed. Unable to insert trial lead into needle because electrode tip was bent. Stylet for trial lead was intact and healthcare provider (hcp) and scrub tech attempted to pull back and push the trial stylet through the bent tip. Unable to straighten. Hcp was unable to use trial lead. Troubleshooting was performed as they were unable to insert trial lead into needle because electrode tip was bent. Stylet for trial lead was intact and provider and scrub tech attempted to pull back and push the trial stylet through the bent tip. Unable to straighten or insert trial lead into foramen needle after multiple attempts of trying to straighten bent electrode tip. The cause was not known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned 306001 lead (l/n: 60686332) revealed that the electrode at the distal end of the lead was bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# serial# (B)(6), product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). The lead had not been implanted. The cause of the electrode tip being bent was not determined. The most likely caused or contributed to this issue was unknown, it came out of packaging this way - bent. As resolution, the product will be returned. The issue was not yet resolved. The rep will be returning the product on customer behalf. Additional information was received from the rep on 2026-apr-15 stating they sent the product to return.